Event description:
It was reported to nova biomedical that a consumer received a result of 64 mg/dl on their blood glucose meter. The consumer's brother gave him an unk amount of orange juice to help raise his blood sugar level. The consumer experienced a seizure and required medical intervention. When the emts arrived, they performed a test on the consumer getting a result of 30 mg/dl. The consumer was transported and treated at the hospital with glucose IV. During the call to customer support, it was revealed that the consumer does not perform control solution tests on their test strips for integrity before use as instructed in our directions for use. The meter will be returned for eval, the test strips were used up. The meter being used at the time of the event was admittedly dropped and damaged.